Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture was noted on the left ventricular (lv) lead. X-ray imaging confirmed dislodgement of the lv lead. The lv lead was explanted and replaced. The patient was stable.